Event description:
The pt stated his infusion tubing separated from the luer lock. He stated he felt groggy and his chest felt tight when he woke up and he discovered the infusion tubing had separated and his blood glucose was 349 mg/dl. His normal blood glucose range is 120-160 mg/dl. He stated he gave himself an insulin injection to lower his blood glucose and it returned to normal within a couple of hours. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.